Manufacturer narrative:
The customer¿s reported complaint of low accuracy failure was confirmed during rate accuracy testing. A review of the logs did not identify any programming issues or recorded errors associated to the reported event. Asm rate accuracy test results identified the returned device failing as a result of an above nominal vpmr value of 187.4 l. A review of the production data found the pump module calibration factor when released was at 179.9 l, indicating the vpmr was changed after production. After the source device was calibrated, the vpmr was changed to 178.7 l, showing post rate accuracy successfully passing. The pump module infusion was not being used during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a report of patient involvement.

Event description:
It was reported that the device failed due to low accuracy during preventative maintenance. There were no reports of incidents from the clinical staff/device users. Although requested, no additional information was provided.